Event description:
It was reported that during the lv lead implant, the rv lead "popped back and was dislodged." The physician assumes this dislodgement caused a pericardial effusion. The patient's blood pressure is reported to have dropped and the patient died. There was no autopsy, however, the physician "doesn't think that our products were the cause of death." The cause of death was reported to be the pericardial effusion and considered to be procedure related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available, due to confidentiality concerns.